Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with fluttering sensation. The right atrial (ra) lead exhibited a failed lead position check and far field r-wave (ffrw) oversensing. The right ventricular (rv) his bundle lead exhibited high thresholds. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.